Event description:
It was reported by a customer that during a procedure on (B)(6) 2011 the laser system went into standby when a fiber started flashing when used two minutes into the procedure. A second fiber was used, the laser system went into standby again when the fiber started flashing when used 30-40 seconds into the procedure. A third fiber was used, the laser system went into standby again when the fiber started flashing during the procedure.

Manufacturer narrative:
Additional information was requested from the customer in regards to information on how or if the procedure was completed as well as the outcome of the patient.